Manufacturer narrative:
The product was not evaluated by a stryker representative. However, with the alleged condition the product would meet specifications as no component level defect was reported. No device problem alleged.

Event description:
It was reported that a staff member experienced bruised ribs from reaching over the side rail during a procedure to stop a patient from rolling off the stretcher. The staff member sought medical attention through their doctor and/or physiotherapist. Further information was not provided.

Event description:
It was reported that a staff member experienced bruised ribs from reaching over the side rail during a procedure to stop a patient from rolling off the stretcher. The staff member sought medical attention through their doctor and/or physiotherapist. Further information was not provided.